Event description:
During the preparation, when the physician removed the smart control stent delivery system from its tray, the outer sheath was slightly retracted and the distal end of its stent was exposed. It was exchanged for another one and the procedure finished successfully. The product was stored correctly. There was no damage to the outer packaging. It is unknown if the stent was partially deployed prior to opening the package. The locking pin was not removed from the handle. There was no reported patient injury. The product was not clinically used.

Manufacturer narrative:
During the preparation, when the physician removed the smart control stent delivery system from its tray, the outer sheath was slightly retracted and the distal end of its stent was exposed. It was exchanged for another one and the procedure finished successfully. The product was stored correctly. There was no damage to the outer packaging. It is unknown if the stent was partially deployed prior to opening the package. The locking pin was not removed from the handle. There was no reported patient injury. The product was not clinically used. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. With the information available and without return of the product for analysis it is not possible to draw a clinical conclusion between the device and the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.